Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR. The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.50 x 38 synergy stent was selected for use. However, when the device was taken out from the hoop, it was noted that the stent struts were deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.